Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that, the customer received with power error detected alarm. The blood glucose was unknown at the time of the incident. Customer stated that, he went through troubleshooting for the issue earlier and 4 hours later the customer is getting another power error alarm and he was told that the pump would need to be replace. The troubleshooting steps were guided for power error detected alarm. Customer reports pump has been exposed to temperatures below 5 degree celsius. Customer advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump was received with power error detected alarm due to j6 connector resistance issue.